Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent and symptomatic patient presented with presycope due to far-p oversensing. Lead revision was planned to be scheduled. Programming changes were recommended. Further actions will be discussed with the physician.